Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse confirmed that mechanical repair of safety circuit for monitoring phases was required. Fse repaired the safety circuit for monitoring phases. After repairing the safety circuit, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not power on because there was an issue with the phase monitoring circuit of the device. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.